Manufacturer narrative:
The technician found missing pins on the communication cable. The technician replaced the communication cable to repair the bed.

Event description:
Info received indicates the bed exit will alarm locally, but will not send a nurse call.